Event description:
The facility representative contacted baxter on (B)(6) 2010 to report an infusor that had the reservoir rupture during patient use at the patient's home. The event occurred half a day after the infusion started. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). A sample has been requested but not yet received by baxter. A follow-up medwatch report will be submitted if there is additional information or if a sample is received for evaluation. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.